Event description:
Customer reported they felt the output of their vaporizer was higher than expected. There was no report of pt involvement. Investigation/conclusion: the unit was returned to the mfg site for investigation. The unit was tested and the reported complaint was confirmed. During the investigation, the presence of brass contamination was found at the rotary valve/sump cover interface. This could cause an effective deepening of the valve control groove leading to output deviations. The exact source of the brass contamination could not be determined.